Manufacturer narrative:
Additional information has been provide din h6 and h11. The cause of the fluid leak was not determined due to no product returned, no data logs recovered, and insufficient clinical details.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient implanted with an implella cp experienced a leak at the red connector to the purge. A purge side arm bypass was advised. The patient survived.

Manufacturer narrative:
This follow-up MDR is being submitted to document additional information received from the sales representative confirming that there is device available for return.

Manufacturer narrative:
B5 clinical narrative updated and h6 codes were updated. Section d4. Primary UDI number has been updated. H1 type of reportable event was updated from malfunction to serious injury.

Event description:
Clinical narrative: a 78-year-old male patient undergoing high-risk percutaneous coronary intervention (hrpci) with a pre-support clinical state consistent with scai shock stage a was supported with an impella cp via percutaneous left femoral arterial access. The device functioned as intended at performance level p-5, delivering 2.4 l/min of flow with d5w purge solution. During support, it was reported that there was a leak at the red connector of the purge system. Upon further evaluation via video assessment, the leak was identified at the purge sidearm between the reservoir and air filter, where a crack in the flat plastic component connecting to the red plug resulted in a substantial fluid leak. No system alarms were reported. Guidance was provided to perform a purge sidearm bypass, and local support was engaged with instructions; however, it is unknown if the bypass was completed. The purge cassette was not removed or reinserted, and no de-airing was performed. The pump was ultimately explanted, and no patient harm was reported. The patient survived to explant. The device is expected to be returned for evaluation, and a data download is required. The patient outcome was uneventful with survival and no reported injury.